Event description:
During the device evaluation, the uretero-reno videoscope was found to exhibit foreign material in the device channel tube. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, foreign material was observed on the device channel tube. The foreign material was not identified, and a definitive root cause of the issue could not be determined, however, the issue was likely the result if insufficient device cleaning/reprocessing. The event can be detected/prevented by following the device IFU sections below: urf-v3 operation manual chapter 3 preparation and inspection. Urf-v3 reprocessing manual chapter 5 reprocessing the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.